Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to perform displacement, prime and basic occlusion, occlusion and no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 351 mg/dl. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The device was returned for analysis.